Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the motor drive unit was not rotating the disposable handpieces fast enough. One handpiece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria. This is one of two medwatches submitted for this device. See also medwatch 2210968-2010-00784. The same device is represented in each medwatch as it was involved in two events.